Event description:
It was reported that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system induction testing was performed. A 65j shock was delivered which didn't successfully convert the rhythm. The redetection phase commenced, however, there appeared to be a delay to declaring a tachy event. The physician decided to use external defibrillation. Three external shocks were unable to convert the rhythm and cardiopulmonary resuscitation (CPR) was started. After 30 seconds of CPR another shock was delivered which converted the patient's rhythm. The shock impedance through the device was 103 ohms. The physician decided to let the patient recover so the implant was completed and the s-ICD system remained implanted. It was noted the system may be revised or replaced with a transvenous system at a later date. A post implant x-ray showed that the device was slightly low, but in a good posterior position in the pocket. The electrode was in a relatively good position with a small amount of tissue under the coil. The physician suspected both factors likely contributed to the high shock impedance. Subsequently, this s-ICD system was explanted and replaced with a transvenous system. The s-ICD system is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system induction testing was performed. A 65j shock was delivered which didn't successfully convert the rhythm. The redetection phase commenced, however, there appeared to be a delay to declaring a tachy event. The physician decided to use external defibrillation. Three external shocks were unable to convert the rhythm and cardiopulmonary resuscitation (CPR) was started. After 30 seconds of CPR another shock was delivered which converted the patient's rhythm. The shock impedance through the device was 103 ohms. The physician decided to let the patient recover so the implant was completed and the s-ICD system remained implanted. It was noted the system may be revised or replaced with a transvenous system at a later date. A post implant x-ray showed that the device was slightly low, but in a good posterior position in the pocket. The electrode was in a relatively good position with a small amount of tissue under the coil. The physician suspected both factors likely contributed to the high shock impedance. Subsequently, this s-ICD system was explanted and replaced with a transvenous system. The s-ICD system is expected to be returned. No additional adverse patient effects were reported.